Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging difficulties. To resolve this a revision procedure was performed in which the implantable pulse generator (ipg) was removed and replaced. The patient is recovering well postoperatively. Electrocautery was reportedly used during the procedure. In accordance with facility policy, the explanted device was retained and will not be returned.